Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The device electronic records were downloaded and reviewed, and the reported issue was verified. Physio replaced the battery pins as a preventative measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered itself off multiple times while monitoring blood pressure readings. There was no adverse effect to the patient due to the reported issue.